Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep in germany that during an arthroscopic shoulder stabilization procedure on an unknown date, it was observed that two vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece devices did not work. According to the report, there was a spark and a short circuit occurred. The same devices were used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the electrode was received and evaluated in the laboratory. Visual inspection of the device revealed that it was not received in its original packaging. Biological residues where visible on the tip of the device. The suction tube shows saline residues. The electrode tip shows signs of activation and wear marks, also a black spot was seen on the side of the tip. Finally, the electrode shaft, handle, buttons, cable and plug did not show any signs of damage. The two electrodes were sent to the manufacturer for further evaluation. Two vapr s90 4.0mm w/integr hdp -ea were returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. A visual inspection of the device was performed; as a result, two devices returned, neither device was returned in the original packaging. The distal tip is in a used condition, it appears the plastic manifold has been damaged on both devices; also, residue in suction tubes. Finally, no visible damage to handles, cables or plugs. During the electrical test, the hipot test in both devices were failed. For the second electrode, the functional test showed that the activation was failed, during the ablate and coagulate mode were observed an output short error. A DHR review has been performed for the complaint device lot number: u2201116; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and the product risk analysis document no correction action has been implemented. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. When the devices were activated an output short error was confirmed on ablate mode. Based on the charred and burnt section of the manifold seen for both returned electrodes the likely cause of this failure is shorting at distal tip. This issue has been escalated to CAPA. Mitek opted to close the CAPA without a design change based on the low complaint rate as the retraining of operators around clip application and awareness training video for clip application technique in conjunction with updating the relevant manufacturing assembly aids ¿ lps return brace welding / cure, glue plug removal and visual tip inspection were found to reduce the complaint occurrence rate. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.